Event description:
It was reported that during tka surgery, it was found that a blackish foreign material was found in the cement during mixing. Another new simplexp was used. The surgeon commented that the foreign material does not appear to be a part of ampule.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).